Manufacturer narrative:
The investigation results have not been completed at this time (still pending), this supplemental was sent to.

Event description:
It was reported that the device received an alarm - error code message. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device received an alarm - error code message. There was no patient involvement.